Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not respond to response buttons to activate) has been confirmed. As received, the monitor would not completely power on. The cause of the inability to power on is a disconnected response button switch. The root cause of the disconnected response button switch cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the defective switch. The patient received a replacement monitor.

Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report that when she attempted to power on the monitor, she pressed the response buttons to activate and the device would not respond. The patient was issued a replacement monitor.